Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed and a double curve watchman fxd curve access system (was) was inserted into the patient with a versacross wire. When the non-boston scientific (bsc) pigtail catheter was brought over the versacross wire and the versacross wire was pulled out, a clot was identified in the laa on transesophageal echocardiography (tee). The thrombus was most likely on the non-bsc pigtail catheter, and a guide catheter was used to aspirate the thrombus. The thrombus was removed out of the was, and the thrombus was confirmed to be gone once the non-bsc pigtail catheter was removed. The activated clotting time following this was 196 seconds. Additional heparin was given to keep the activated clotting time greater than 300 seconds. The procedure was continued once the activated clotting time reached greater than 250 seconds. The laa was not suitable for closure as the closure device did not meet release criteria, thus the procedure was cancelled due to anatomy. The patient was extubated without difficulty and no patient complications were reported.

Manufacturer narrative:
B5: describe event or problem- updated.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed and a double curve watchman fxd curve access system (was) was inserted into the patient with a versacross wire. When the non-boston scientific (bsc) pigtail catheter was brought over the versacross wire and the versacross wire was pulled out, a clot was identified in the laa on transesophageal echocardiography (tee). The thrombus was most likely on the non-bsc pigtail catheter, and a guide catheter was used to aspirate the thrombus. The thrombus was removed out of the was, and the thrombus was confirmed to be gone once the non-bsc pigtail catheter was removed. The activated clotting time following this was 196 seconds. Additional heparin was given to keep the activated clotting time greater than 300 seconds. The procedure was continued once the activated clotting time reached greater than 250 seconds. The laa was not suitable for closure as the closure device did not meet release criteria, thus the procedure was cancelled due to anatomy. The patient was extubated without difficulty and no patient complications were reported. It was further reported that the patient was placed back on blood thinners. The patient did not want to get further imaging such as computed tomography (CT) and no future closure of the laa is planned.